Manufacturer narrative:
The product was returned for evaluation. The arterial embolectomy catheter was received in unopened original shipping tube. IFU was also attached to the tube. The adaptor cap shrink seal and the shrink which holds IFU were still intact. Customer report of "the proximal end of catheter was found damaged" was not confirmed, however; the shipping tube was broken off at 5.3cm site from distal end. The catheter tip was not found to be damaged. Length was measured with lab scale and broken cross surfaces appeared rough but they could match up each fracture. Visual examinations were performed under microscope at 10x magnification. Though we have confirmed damage to the package exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
The report stated that "the proximal end of catheter was found damaged upon receipt at the dealer. No damage was observed on the outer package." Additional information confirmed the dealer received the device and immediately delivered it to a hospital on the same day. However, when the shipping box was opened at the hospital upon delivery, the shipping tube of the catheter was found broken. No damage was observed on the shipping box. The dealer brought back the device right away. "The proximal end of catheter was found damaged upon receipt at the dealer" in the original report was revised and only the damage of shipping tubes was noted. The name of hospital is unknown. No patient injury was reported.